Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had experienced high blood glucose level and blank display. The customer¿s current blood glucose level was 400- 500 mg/dl at time of incident and current blood glucose level was 80 mg/dl. The customer was treated with insulin pump. The customer stated that did not received a low battery alert prior to the replace battery now alarm. It was reported that the 2 whole battery packages changed and the display was not returned. Customer stated that the display was not blank less than 30 seconds. Customer stated display was blank currently. The customer was advised that the pump needs to be replaced. The customer was advised to continue wear pump until replacement arrives if they insert a new battery. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement test and self -test. No blank display was noted during testing. Pump trace download analysis confirmed the pump alarmed power loss alarm. The power management tool confirmed power loss alarm was less than 3.5v for 4 consecutive hours due to connector resistance on electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, the pump was monitored and functioned properly. The insulin pump was received with minor scratched lcd window, cracked retainer and scratched case.